Event description:
After port was implanted 6/14/95, rptr had 8 chemotherapy injections. Each time it either burned or was painful. She was supposed to have chemotherapy for one year because of colon cancer. On 10/4/95 the nurse injected heparin and port "expanded" and heparin began draining into the body. She was told to have the port removed asap. On 10/6/95 the port was surgically removed. All treatment was stopped. The device was thrown out. It was malfunctioning.